Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient's therapy had been turning off/on by itself and was not giving the patient the desired therapeutic relief. The patient had been in a car accident in (B)(6) 2020 and the patient had not received desired therapeutic relief post car accident. The patient did receive x-rays post car accident. The patient was redirected to their healthcare provider to further address the issue. Additional information was received. It was reported the manufacturer representative spoke to the patient's wife on 2021-08-17 who made them aware of the event. No cause had been determined. It was noted the patient was receiving a new programmer to see if that resolved the issue. The patient's wife was making an appointment with their healthcare provider for (B)(6) 2021.

Event description:
Additional information was received. It was reported the manufacturer representative spoke to the patient's wife on 2021-08-17 who made them aware of the event. No cause had been determined. It was noted the patient was receiving a new programmer to see if that resolved the issue. The patient's wife was making an appointment with their healthcare provider for (B)(6) 2021. On 2021-09-10 rtg0212753 (rep) additional information received. Rep reports the patient (pt) had a car accident in (B)(6) 2020 and another car accident in (B)(6) 2020. Pt reports that after the car accidents his "stimulation goes in and out intermittently." It might go out for 5 minutes or 3 hours. The pt said he does not check the ins with his pt programmer, he just waits for the stimulation to come back. Pt said he thinks the issue might be related to position, if he flexes his back the simulation sometimes comes back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was reprogrammed to dtm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.